Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportabilitycriteria and reporting decisions made for complaints recorded during the time period under review.. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez plus negative pressure wound therapy device. The complaint was not confirmed, as no device will be available for evaluation. The complaint deems a patient with a renasys ez plus with a canister full, but no canister full alarm was triggered by the system. The capacity of the canister was not included as part of the complaint. The pump was referenced as ¿unknown¿ for the serial number. Given an unknown serial number, neither a DHR nor a service report can be researched. An incomplete engaged of the ez plus canister filter can permit a background leakage to mask a blockage/full canister condition. As part of the canister installation section, within the instructions for use (IFU), it is clearly stated to fully insert the in-line bacterial overflow guard past all four ridges on the guard tubing, into the vacuum port on the front of the device. The renasys system provides blockage detection if there is a blockage to air flow suctioned into the pump from a system connections that include at least a canister and the wound dressing. The pump by itself alarms to blockage/canister full if may be in the range of 0.0 l/min-0.05 l/min, and the device is operating within a range of 40mmhg to 120mmhg. If the system has an air flow greater than 0.05 l/min and less than 3.5 l/min, the system will not assert a blockage or leak alarm.

Event description:
Failure to alarm blockage/canister full alarm did not go off.